Manufacturer narrative:
Investigation included review of device data by support staff. Investigation of this case revealed probable overcorrection of a low with carbohydrates leading to subsequent hyperglycemia, with no evidence of infusion set failure. It was concluded that the event was related to user carbohydrate intake in the context of automated insulin delivery rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced hyperglycemia overnight, with the display transitioning from ¿high¿ to a numerical glucose of 366 mg/dl and a downward trend arrow; caregivers confirmed dinner was announced with reduced intake, followed by self-treatment of a prior low (79 mg/dl) with an english muffin and cream cheese, after which glucose rose markedly; no occlusion or leakage was reported. Symptoms included hyperglycemia. Outcomes included user and caregiver guidance to allow ongoing automated correction and to replace the infusion site if glucose remained above 180 mg/dl or returned to ¿high.¿